Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the vapr s90 4.0mm w/integr hdp -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection reveled that the distal tip is in a used condition and a charred section can be seen at the proximal end. Handle, cable and plugs assemblies are in good condition. Procedural residue visible in suction tube, the device failed on hipot-active return electrical check. Also, the device did not pass ablation test, immediate output short and sparked. The customer reported that during the surgery the product is unable to ablate. The visual inspection found that the plastic manifold was damage most probably by a shorting event at the distal tip. The cause of the issue is due to a direct path being created between the active return and return circuits at the distal end, this can be triggered by an incomplete adhesive seal, resulting in ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at the distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated. Hazard type - incorrect or inappropriate output or functionality, resulting in an internal arcing of instrument. The hazardous situations annotated for this failure mode are 'insufficient rf energy delivered' with a potential outcome (s) / harm being 'incorrect tissue effect' the risk level severity is categorized as minor and alra (as low as reasonably). The current probability level is 'probable'. Our analysis shows that the frequency is below the anticipated rate of failure and the risk is deemed minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported from china that during a rotator cuff repair surgical procedure it was observed that the vapr s90 4.0mm w/integr hdp electrode device would not ablate. Another device was used to complete the surgery. There were no adverse consequences to the patient. During in-house engineering evaluation it was determined that the proximal end of the device was charred, and the device did not pass ablation test, immediate output shorted and sparked. No additional information was provided.